Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor was removed and he believed the wire may have remained in his skin. The patient later contacted dexcom technical support and explained that he had deployed the sensor incorrectly and that he did not feel the sensor wire in his skin. The patient reported that medical intervention was not required. At the time of the call to dexcom technical support, the patient reported being in okay condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.